Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2006; 4968-25 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable pacing lead had high impedance and high capture thresholds. A possible outer coil fracture was discussed. No changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.